Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the minicap transfer set and the pd catheter which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The disconnection occurred during use, at the end of the night cycle. The cause of the disconnection was not reported. The patient reported they checked the line the day prior to the event and no issues were noted. It was reported the patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event. At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. No additional information is available.